Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the 29th may 2009 and performed to specification up to the 9th september 2012. The pad-pak was removed and reinstalled on one occasion for approximately a month. The device failed a self-test due to a low battery on the 16th september 2012 and remained in fault mode until 25th september 2012 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were recorded in the device memory between the 24th february 2016 and the last log entry on the 2nd march 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.